Event description:
Our sales representative reported that during a surgery it was observed that the reported devices had no function. A replacement was available. There was a delay of 2 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Lot # k276597.